Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that when rewinding the pump, it does not allow him to fill the cannula just stuck on the rewind screen and motor error and unexpected restart. Customer states insulin was squirting out during the manual prime process. Customer stated insulin continues to drip after motor stops during the manual prime process. Customer stated they are unable to exit the preparing to prime loop. Customer states the rewind message occurred after an alert. Customer stated they are stuck in rewind complete and bolus delivery loop. Customer states they did not receive second series of beeps nor did numbers appear on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test however compromised force sensor alarm during prime and compromised force sensor test and motor error alarm during the basic occlusion test due to loose and protruded drive support disk. The motor was tested outside of the device and passed. Unable to verify prime and fill anomaly due to compromised force sensor alarm noted.